Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was too much adhesive on the catheter.